Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an unknown breast reconstruction with mentor smooth round moderate profile 375cc saline breast implants which the right side deflated after implantation. As a result, patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
Additional information received on 9/6/2018, indicated that there are also significant contour depressions and significant deformities along the axillary area. The patient also has capsular contracture of unknown grade on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/6/2018, additional information indicated that the patient had the replacement of the right implant with mentor catalog number 3501670, 420 ml, serial number (B)(4), and restoration of severe contour depressions of the right breast, and release of capsular contracture. Manufacturer¿s reference number: (B)(4).